Event description:
It was reported that 3 days after this right ventricular (rv) lead was implanted, there was a loss of capture. As a result, the patient reportedly fell, but was not hurt. It was found that the lead had dislodged. The rv lead was repositioned into the apex and the rate/sense portion of this lead was capped for future use. The physician ended up using the rate/sense portion of the old lead. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.